Manufacturer narrative:
(B)(4). (B)(6). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal and physioneal therapies were ongoing. At the time of this report, hospitalization was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.